Event description:
It was reported approx one week after implant, the pt reported coupling issues while recharging the device. Bandages were thought to be present at the site. Add'l info received indicated the device had been implanted in 2009. Shortly after implant, the pt felt "something was wrong with the implant." The pt was seen by the hcp who sent the pt for a CT scan. The pt went to the ER and was hospitalized for an aggressive infection around the implant. The device needed to be removed immediately. The pt was isolated with meningitis and infection. Add'l info has been requested from the hcp.